Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the patient, via (B)(4) that she had to have her groshong catheter replaced on (B)(6) 2017. She stated that she had the exact same type of catheter placed after removal of the damaged one, but the surgeon had to insert it through a new site. The patient requested a new ID card, which (B)(4) sent to her. No other information was provide. No harm to the patient was reported.